Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.

Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample with needle detached from the thread (thread is still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the defective sample received and that there are previous confirmed complaints of this code-batch regarding the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open and unused sample received shows that the needle is escaped from the thread. Final conclusion: considering the defective sample received and that there are previous confirmed complaints of this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.